Event description:
It was reported that the wire broke and was stuck on the burr. The target lesion area was located in the right coronary artery (rca). A 1.50mm rotalink plus and rotawire were selected for use in a coronary atherectomy. During draw testing, it was noted that the shaft of the burr and guidewire fractured, and followed by the burr being stuck on the wire, the burr was unable to remove from the wire which was on the rca. The wire was removed completely from the vessel. The procedure was started over again. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The distal portion was loose in the biohazard bag and the proximal portion of the wire was inside the rotablator plus device. Visual analysis revealed the device had numerous body kinks in the proximal portion of the device. The core wire was broken in the middle of the device. A measurement could not be obtained as the core wire was stuck in the burr catheter. Microscopic inspection revealed that the separated end of the distal separation was worn. During the functional test, an attempt was made to remove the wire from the burr catheter; however, it was unable to be removed. The overall dimension (od) of the distal tip was within specification. The od of the middle of the device could not be measured, as it was stuck in the burr. The od of the proximal section is within specification.

Event description:
It was reported that the wire broke and was stuck on the burr. The target lesion area was located in the right coronary artery (rca). A 1.50mm rotalink plus and rotawire were selected for use in a coronary atherectomy. During draw testing, it was noted that the shaft of the burr and guidewire fractured, and followed by the burr being stuck on the wire, the burr was unable to remove from the wire which was on the rca. The wire was removed completely from the vessel. The procedure was started over again. The procedure was completed with another of the same device. There were no patient complications reported.